Manufacturer narrative:
(B)(6). Investigation summary: bd has been provided with an affected sample to investigate for this record. A leakage through the plunger rod was observed in this provided sample and bd determined a damage in the plunger rod by the evaluation of the plunger with magnification. As a result, bd was able to verify the reported issue. The cause of the problem was produced as a consequence of a damage in the plunger lip which could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. Investigation conclusion: sample evaluation: we have been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that we could determine a damaged in the plunger rod by the evaluation of the plunger with magnification. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine (B)(4) (january 17 - 19th, 2018). Syringes were assembled in machine, (B)(4), in lot #8015765 (january 15th - 22nd, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #735435, and #8015781 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7354637, and #8015645 and no problems, defects or qn related to the reported issue were found. Root cause description: root cause analysis. We conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the provided sample presented the reported issue. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Rationale: based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that a leak occurred spilling medication (ropivacain) using the bd discardit ii syringe w/o needle. The customer suspects the plunger rod is defective. Found during use. No reports of serious injury or medical intervention noted.